Manufacturer narrative:
(B)(4).

Event description:
Customer called to report that the coulter ac t diff analyzer probe leaked at the end of a start-up cycle. The leak was not contained within the instrument and consisted of a few drops. Customer was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves. Customer did not come in contact with the fluid, and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds, and no one was splashed or sprayed. There was no death, injury or change to patient treatment attributed to or associated with this complaint. There was no impact to patient samples or results. The customer technical specialist (cts) evaluated the issue by telephone and guided customer through the manual bleaching of the probe wipe vacuum path. Customer then ran a start-up cycle, after which all background checks passed, and no probe leak was observed. Therefore, the issue was resolved after the probe wipe vacuum path was cleaned. The cts then verified proper instrument performance to ensure that the troubleshooting guidance provided effectively resolved the instrument issue. Customer has not called back to report any further issues relating to this event.